Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they experienced hyperglycemia and insulin pump had a recurring insulin flow blocked alarms. Customer reported high blood glucose value of 420 mg/dl. The customer stated that they had tried all remedies but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.